Event description:
On (B)(6) 2013: the MRI tech started an injection. The injector displayed and error #1. He turned the injector off then back on. He started the injection. The injector displayed and error #1. He turned the injector off. He went into the room and disconnected the tubing from the patient. When he disconnected the tubing, he got sprayed in the eyes with contrast. He flushed his eyes. He went to the occupational health department. They flushed his eyes again. He then went to the eye doctor for evaluation. They said he was okay. I asked him how he was feeling and said he was okay. At the time of the event, he was using a non-covidien syringe kit with a covidien 50ml prefilled saline syringe. The kit is from the shenzhen ant hi-tech industrial co, and the information was forwarded to manufacturer. The kit includes a 60ml syringe, 250cm y-tubing and a long spike. The kit number is 200301a.

Manufacturer narrative:
Field service engineer (fse) and confirmed the error in the error log. Fse check the injector cables and powerhead and found no problems, and was unable to duplicate the error. Fse tested the injector per service checklist, and the injector passed checkout procedures and returned to full service. Product monitoring notified this manufacturer of this event.